Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent a paddle lead explant as it was accidentally cut during the implantable pulse generator (ipg) upgrade procedure. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Event description:
It was reported that the patient underwent a paddle lead explant as it was accidentally cut during the implantable pulse generator (ipg) upgrade procedure. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.